Event description:
It was reported that the rv lead was dislodged. During reposition, it was unable to obtain acceptable r-wave values. Hence the lead was explanted.

Manufacturer narrative:
No medwatch form was received.